Event description:
On (B)(6) 2012, the reporter contacted animas for an unrelated issue and stated that when the patient changed out the battery, the pump immediately 'overheated' and would not power on. There was reportedly no damage or corrosion to the battery compartment or battery cap and the battery cap secured tightly to the pump. It was noted that the battery cap was no longer available for investigation. The patient is reportedly on a back-up plan. This complaint was reported due to the alleged overheating issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 06/27/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the pump fails to power on. Visual inspection revealed moisture in the display and internal moisture damage. Leak testing was performed revealing a display lens leak. Investigation could not be adequately completed due to moisture damage.